Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device passed full functional testing including bench handling and ECG stress testing using pads without duplicating the report. Review of the device log shows that the user had the device in the incorrect ECG view, lead view, which did not show the ECG signal through the pads. The log confirms that an ECG signal was obtained through pads for the duration of the event and would have been visible on the monitor had the ECG view been switched to pads. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.